Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt, check therapy pad messages) was confirmed due to the wire in the trunk cable being broken from the solder connection. Upon investigation the electrode belt did not pass falloff testing. The root cause for the broken wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages.